Manufacturer narrative:
Type of investigation not yet determined: a supplemental report will be submitted if additional information is provided.

Event description:
It was reported a leak in the helium tank of the cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred, but there was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h3, h4, h6, h10. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to verify a small leak in the console. The fse retightened and checked all of the helium connections on the helium fill assembly. The fse ran all leak tests per the cardiosave service manual. The fse ran and passed all performance and function tests. The iabp was returned to the customer and cleared for clinical use.